Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter has a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately a month and a ½ ago prior to contacting lfs. As part of his diabetes regimen, the patient claimed he is on an insulin pump. At the time of the alleged issue, the patient denied taking any action regarding his diabetes regimen. A week after the alleged issue began, the patient reported symptoms of cottonmouth and a headache. At an unknown date/time, the patient indicated he was hospitalized and received treatment of novolog insulin (dose unknown). The patient also stated he was tested by the ER/hospital meter; however he was not able to specify the result obtained. At the time of troubleshooting, the cca noted the patient had used the subject meter before and the meter was not misused. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly received health care professional (hcp) treatment after the alleged issue began.